Manufacturer narrative:
Despite numerous attempts to retrieve additional information surrounding this incident, the end-user was unresponsive to requests for information. It is unknown whether this was a minor skin irritation that cleared on its own without treatment, or, if this was a skin reaction that required medical treatment to prevent permanent impairment of a body structure or function. Therefore this incident is being filed as a reportable MDR incident. The cleartrace ECG electrode was not returned to the manufacturer by the end-user; therefore, an investigation on the suspect device cannot be completed. The events surrounding this complaint are unknown. The end-user has been contacted for additional information numerous times without any further response or information. No root causes can be confirmed without examination of the suspect device or review of the information surrounding the incident. A DHR/lhr, device history record/lot history record, review from lot number 1009211 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. It is unknown how the ECG site was prepared prior to use of the product. The IFU, instructions for use, state, "for oily skin, cleanse with alcohol pad and let dry completely before applying electrode. Prepare site with a brisk, dry rub. Avoid damage or abrasion of skin surface." There could be a multiple of possible causes for this complaint. One possible cause could be insufficient skin preparation resulting in trapped solvents or oil under the electrode. The IFU specifies that "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion." Furthermore, allergic reaction to gel component or adhesive could be a possible cause for this failure mode. The root cause of the complaint cannot be conclusively determined at this time; especially without examination of the product or review of circumstances associated with the incident. Biocompatibility documents noted that all skin contact substances were tested and are considered biocompatible for their intended use. Electrodes were tested for cytotoxicity, and, sensitization and irritation through iso testing. Thus, likely possibility of reaction due to manufacturing related issue is relatively low. Manufacturing defects were not identified within the evaluation; thus, no corrective action is recommended at this time. Conmed is considering this complaint closed. End-user did not return device.

Event description:
It was reported, "patient had a severe dermatological reaction to adhesive on cleartrace adult ECG electrode." (B)(6) 2011 - additioanl information received that there was, "no change to reaction since procedure - redness, pain, and itching are still present with no change."